Manufacturer narrative:
The biomedical engineer reports that the gas readings are not stable. The user gets different readings, never a fixed number. Unit was received and evaluated. The problem could not be duplicated. The unit was tested and passed zero calibration and gas calibration. The erratic readings were not seen. The gas sensing unit will be replaced for precautionary measure. The unit was repaired and returned to the customer.

Event description:
The biomedical engineer reports that the gas readings are not stable. The user gets different readings, never a fixed number.